Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 40 and other critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed and pump performs safety checks and an error was found. No harm requiring medical intervention was reported. Mmt-1781k was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked properly during testing. Unit was received with critical pump error (open book image) alarm. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, self test, and occlusion test due to pump error 40 alarms. Unit successfully downloaded to thus. Verified pump alarmed pump error 40 (file number 121 line number 454) on 03/26/2024 10:01:00.000 and 03/26/2024 10:11:00.000 in pump downloaded history due to issue with motor voltage regulator. Isolate to electronic assembly. No moisture damage noted to electronic assemblies during visual inspection. Unit was received with serial number label damage, stained keypad overlay, cracked keypad overlay, and pillowing keypad overlay. In summary, customer concern for pump error 40 was confirmed in the pump download history due to issue with motor voltage regulator. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.